Event description:
While connected to a pt an abbott pca tubing, catalog #6517-03-03 came disconnected from tubing connector. IV solution was found to have run on the floor. Only problem was that pt did not receive as much pain medication as maybe they would have wanted.